Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s current implantable neurostimulator (ins) had not worked in probably four years and they wanted to have it removed. The patient also reported that the ins was irritating that it actually hurts them, it was causing problems with her hips, it wasn¿t helping her back that also hurt, the patient could barely sit down, and the device rubbed against the inside of her body. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss removal. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient was still in pain and she had hip pain but didn¿t know if the device was causing it. There were no further complications reported or anticipated.